Event description:
The rptr did back to back (rapid succession) blood glucose tests, using separate finger sticks. Results were 250 and 175 mg/dl. Rptr did not have any symptoms. A control solution test was in range, 132 (99-149). The rptr checks the back of the strip confirmation dot for enough blood when testing. Technique of applying blood is accurate. The rptr had never cleaned the meter until rptr was given training on how to do so during troubleshooting. No harm was alleged.